Event description:
It was reported that the 9800 system would loose video image when the interconnect cable was moved. Also the brake handle w as missing. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and brake handle were installed during the service call. The system was tested and found to be working as intended and put back into service.